Event description:
4/93 patient had c5-c6 anterior fusion with instrumentation with ao titanium plate fixation. A fracture of the inferior portion of the plate was identified approx. 4 1/2 months after surgery.4/94 patient had surgery - removal of instrumentation and c5-c7 fusion with iliac graft and tongs placement.